Event description:
It was reported that a red alert was received due to a high out-of-range (oor) shock lead impedances measuring 128 ohms. Technical services recommended to consider a max energy commanded shock when impedances reach 145 ohms or to increase the upper range to 150 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.